Event description:
It was reported a perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). Prior to the commencement of the procedure, a trace pericardial effusion around the left and right ventricles measuring less than 1mm was noted. Following release of the closure device, a perforation and pericardial effusion were identified. The pericardial effusion was observed at the left and right ventricles and a pericardiocentesis was performed. The patient fully recovered and was discharged.